Event description:
Consumer called to report their readings being high on the meter. They adjusted their insulin and still couldn't get the readings to come down. Adjusted further, was at a sporting event, and needed the paramedics called for assistance. They tested their blood with their meter and results was 22.